Event description:
...

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the immage 800 system using lot m908398. The actual patient results were not provided by the customer. It is unknown whether the results were reported outside of the laboratory.

Manufacturer narrative:
The issue was resolved by changing to a different lot of reagent. Since the issue was reagent related, service was not requested for this event.